Manufacturer narrative:
(B)(4). A review of the complaint history, device history record, manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. The device was returned used. The wire guide could not be removed. The wire was uncoiled as it exited the proximal end of the catheter. The distal tip was floppy and a bend was noted 1cm from the tip. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Event description:
It was reported that during a routine fistulogram procedure with a guide wire in place and a kumpe catheter, the wire began to uncoil while removing the catheter back over the wire. Everything was removed to end the procedure and a temporary dialysis access port was placed due to the patient's vasospasm condition.